Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown procedure due to fractured ankle. By the time the doctor was positioning the bolt/key in the medial malleolus of the tibia, the tip of the screwdriver shaft broke. It was noted that it was not necessary to use substitute material, it was possible to position the screw. It is unknown if there was a surgical delay. The procedure was successfully completed. There was no harm to the patient. Concomitant device reported: screw (part# unknown, lot# unknown, quantity# 1); bolt ( part# unknown, lot# unknown, quantity#1). This report is for one (1) cannulated stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.226.004. Lot: 2325764. Manufacturing site: bettlach. Release to warehouse date: 11.mar.2008. The device history record shows this lot of 94 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The instrument was not returned and instead will be do based on the supplied image. The four images were reviewed and the complaint condition for broken (2+ pieces) intraoperatively for the instrument was confirmed as the images shows the distal tip of the driver broken off from the rest of instrument. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A material review could not be performed as only top level of the device history record reviewed as sub-components are not lot tracked. No definitive root cause was able to be determined, a possible cause could be excessive force was used to position the bolt/key resulting in the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.